Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 135 mg/dl. Subsequently, while the pump was charging, the touchscreen "began to phase in and out and looked pixely." Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source.